Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s son reported that on (B)(6) 2019 customer received a higher reading from his adc freestyle libre sensor than a reading received on a paramedic¿s meter. Caller further reported the libre sensor produced a reading of 112 mg/dl, which was initially compared to a competitor¿s meter result of 137 mg/dl. Caller noted the customer ¿behaved differently¿ and then lost consciousness. Paramedics were called and upon arrival received a reading of 48 mg/dl and treated him with a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s son reported that on (B)(6) 2019 customer received a higher reading from his adc freestyle libre sensor than a reading received on a paramedic¿s meter. Caller further reported the libre sensor produced a reading of 112 mg/dl, which was initially compared to a competitor¿s meter result of 137 mg/dl. Caller noted the customer ¿behaved differently¿ and then lost consciousness. Paramedics were called and upon arrival received a reading of 48 mg/dl and treated him with a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.